Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted an unknown muller cup hip implant on an unknown side (exact date not reported). Dislocation and treated by closed reduction.

Manufacturer narrative:
Additional information was received on september 5, 2017. Trend analysis: during the trend analysis, no trend was identified. DHR review: the DHR check could not be performed as the lot number was not available. The third e-mail attempt requesting missing device data information was sent on july 6, 2017. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article it was found that 6 patients experienced a single episode of dislocation, after a mean of 14.5 months;which were treated by closed reduction. Implantation position: unknown review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation no product documentation was reviewed for investigation. Root cause analysis root cause determination using dfmea - impingement with stem, dislocation, wear, migration of cup due to restricted rom due to constrained design of brunswick cup => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. - migration of cup due to rim loading, increased wear, dislocation, fracture of implant due to mal-positioned components leading to impingement between cup or cup/shell construct and stem neck => possible: no x-rays were provided for review. The exact cup positioning and surgical procedure are unknown. Therefore it can not be excluded, that the components were mal-positioned. - migration and / or loosening of cup, dislocation of head due to surgeon unfamiliar with implantation technique of implant => possible: as it is unknown if surgeon is familiar with the surgical technique and if the surgeon applied the prescribed the corresponding surgical technique at all. Conclusion summary neither x-rays nor operative notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced, an exact root cause could not be determined. Complaints related to same article: (B)(4). Zimmer (B)(4) consider this case as closed. Zimmer reference number of this file is (B)(4).